Event description:
Screw breakage. It was reported that during the surgery, when insert the screw, the screw's was broken, all the pieces were removed from the patient. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There werit was reported that during the surgery, when inserting the screw, the screw was broken, all the pieces were removed from the patient. When another screw was used to continue the surgery, the same problem happened again. Therefore, another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is for 2 of 2 for complaint (B)(4) no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 04.503.104.01c lot # 9009p53 manufacturing site: werk selzach logistik release to warehouse date: 20.dec.2023 expiration date: n/a supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified.